Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of iab balloon catheter there was a possibility of clotted inner lumen. No patient harm was reported.